Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48561, 1627487-2020-48562. It was reported patient¿s lead was explanted due to exposure through skin. During the procedure two leads had migrated. As a result, both leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected lead are being reported.